Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy during night drain cycle four. The patient's ultrafiltration reading was 1063 ml, which indicates that the home patient (hp) drained 1063 ml more than their maximum programmed fill volume of 1500 ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, as the clinician had inappropriately set the minimum drain volume percent setting too low. The labeling warns the patient that if they set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could cause an iipv situation. If any additional relevant information is received, a follow-up will be sent.